Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information added on section b5; event description. Complete information for section a donor information, 1. Donor identifier = sid= (B)(6).

Event description:
The customer observed false reactive architect rhtlv-I/ii results during comparison on donor specimens that negative on immunoblot. The customer stated historical htlv prevalence of 0.04%, which rose to 0.22% in 2024 and has reached 30% in the current half-year. The results provided were: on (B)(6) 2025: specimen 1: initial=1.31 s/co (> or =1.00 s/co=reactive) /repeated=1.22 and 0.91 s/co. Specimen 2: initial=5.71 s/co /repeated=6.04 and 4.54 s/co. Specimen 3: initial=1.66 s/co /repeated=1.66 and 1.29 s/co. Update: on 14aug2025: additional information provided for same donor which provided before and now with specific specimen identification and incident occurred date as below: on (B)(6) 2025, sid (B)(6), initial=5.38 s/co /repeated=5.71, 6.04 and 4.54 s/co. On (B)(6) 2025, sid (B)(6), initial=1.68 s/co /repeated=1.66 and 2.00 s/co. On (B)(6) 2025, sid (B)(6) initial=1.16 s/co /repeated=1.31 and 1.22 s/co. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect rhtlv-I/ii results during comparison on donor specimens that negative on immunoblot. The customer stated historical htlv prevalence of 0.04%, which rose to 0.22% in 2024 and has reached 30% in the current half-year. The results provided were: on (B)(6) 2025: specimen 1: initial=1.31 s/co (> or =1.00 s/co=reactive) /repeated=1.22 and 0.91 s/co. Specimen 2: initial=5.71 s/co /repeated=6.04 and 4.54 s/co. Specimen 3: initial=1.66 s/co /repeated=1.66 and 1.29 s/co there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed instrument troubleshooting, replaced and calibrated multiple parts. However, no definitive part was identified as the cause of the issue. A review of the (B)(6) service history was performed and no subsequent issues have been reported related to false reactive rhtlv-I/ii results. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. The architect systems operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the architect i2000sr processing module and customer reported event. Based on the investigation, no product deficiency was identified for architect i2000sr processing module, serial number (B)(6).

Event description:
The customer observed false reactive architect rhtlv-I/ii results during comparison on donor specimens that negative on immunoblot. The customer stated historical htlv prevalence of 0.04%, which rose to 0.22% in 2024 and has reached 30% in the current half-year. The results provided were: on (B)(6) 2025: specimen 1: initial=1.31 s/co (> or =1.00 s/co=reactive) /repeated=1.22 and 0.91 s/co. Specimen 2: initial=5.71 s/co /repeated=6.04 and 4.54 s/co. Specimen 3: initial=1.66 s/co /repeated=1.66 and 1.29 s/co. On 14aug2025: additional information provided for same donor which provided before and now with specific specimen identification and incident occurred date as below: on (B)(6) 2025 sid (B)(6) initial=5.38 s/co /repeated=5.71, 6.04 and 4.54 s/co. On (B)(6) 2025 sid (B)(6) initial=1.68 s/co /repeated=1.66 and 2.00 s/co. On (B)(6) 2025 sid (B)(6) initial=1.16 s/co /repeated=1.31 and 1.22 s/co there was no reported impact to patient management.